Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6, h10. H10: the device was received for evaluation with a mini cap on the dark blue connector. A visual inspection with the naked eye and magnification noted broken occlude feet. Functional testing including leak and clear passage testing were performed with no issues noted. The clamp function could not be performed due to the broken occluded feet. The reported condition was verified. The cause of the condition could not be determined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted..